Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified low readings, with symptoms of sweating, disorientation, and loss of consciousness. An ambulance was called and a healthcare meter result of 481 mg/dl was obtained as compared to a sensor scan of 81 mg/dl. The customer was treated with insulin via IV by ambulance and taken to a hospital where he was hospitalized for 3 days and treated with insulin, potassium, and other unspecified fluids. Upon release, customer was provided insulin and additionally concor cor (beta-blocker). There was no report of death or permanent injury associated with this event. The readings of 81 mg/dl scan against 481 healthcare meter, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.